Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported issue was confirmed. The fse replaced the remote arm controller (rac) and master tool manipulator (mtm) #2 to resolve the issue. The system was then tested and verified as ready for use. Isi has not received the products for failure analysis evaluation.

Event description:
It was reported that during a vinci-assisted surgical procedure, after port placement, a non-recoverable error message occurred on surgeon side console (ssc) #2. The customer elected to abort the robotic procedure and reschedule the case. At the time the procedure was aborted, anesthesia had already been administered and ports were placed.